Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that the lancet stuck in his finger and he had to pull it out manually. No medical attention needed or sought. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.